Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that on (B)(6) 2024, a mitraclip procedure was performed to treat mixed mitral regurgitation (mr) grade 4+. Mitral valve pressure gradient was 1.5 mmhg. A ntw (lot: 31030a1079) mitraclip was chosen for implantation. Imaging was difficult. The clip was placed a2/p3. During deployment after lock line removal, the clip detached from the posterior leaflet (single leaflet device attachment (slda)). A second ntw clip (lot: 40205a1035) was then placed lateral a3/p3 to the slda to stabilize. A third ntw (lot: 40205a2024) was attempted to be implanted but was removed due to elevated gradient. Gradient returned to baseline and there were no device issues. The procedure ended with mr reduced to grade 1-2 and mitral valve pressure gradient 4mmhg.

Event description:
N/a.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to the reported event. Additionally, a review of the complaint history did not indicate a lot-specific product issue. All available information was investigated and based on the information provided, the reported slda per the physician is related to tethered/restricted p3 (posterior 3) and challenging imaging due to commissural location and is therefore related to patient conditions and procedural circumstances. Image resolution poor is related to patient and procedural conditions as imaging was reported to be challenging due to commissural location. Unexpected medical intervention was a result of case-specific circumstances. There is no indication of a product issue with respect to manufacture, design or labeling.